Manufacturer narrative:
Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The product was not returned for investigation, so no further investigation was possible. The patient stated that she has antiphospholipid (apa) syndrome. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). At 2:00 p.m., a sample from this patient was tested in the laboratory using the thromborel s method, resulting with a value of 3.0 inr. At 6:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has antiphospholipid antibodies. The patient had no changes in diet or lifestyle. The patient's product was requested for investigation.